Event description:
Treatment of a large unruptured fusiform aneurysm measuring 11mm x 14mm located in the cavernous segment of the left ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment involving two pipelines (4.50mm x 18mm, qty. 2). During the procedure, it was reported that the first pipeline was 70% deployed, but could not be released from the capture coil and was removed from the patient. A second pipeline was implanted in the patient and needed balloon angioplasty (an option presented in the instructions for use, u.s.) To achieve full wall apposition. Dual anti-platelet therapy was given. It was reported the patient is doing fine. Same event as MDR# 2029214-2013-00966.

Manufacturer narrative:
The pipeline and navien catheter were returned for evaluation without the pushwire as it was discarded. The evaluation could not determine the cause of the event as the pipeline was returned without the pushwire. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).